Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. The logs indicate the device recognized the voltage dip below 8vdc during the charging error. The device was put through extensive testing using a known low battery and the device provided the expected low battery warning and was able to charge to the selected energy within the allotted time. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The x series operator's guide instructs users to always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. The battery used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.